Event description:
The customer contact reported the ac power cord had a bent ground prong. The pump was returned to the sterile processing dept for cleaning where it was noted that the cord "looked funny." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the male end of the power cord was bent away from the other two prongs and plug on the female end was "smushed: causing it to not fit properly into the device. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel, (B)(4).